Event description:
Customer reported the side panel tape that is sewn to secure the zipper is unraveling. The issue was discovered during setup, but the date is unk. No pt incident or injury reported.

Manufacturer narrative:
Results: evaluation of the returned product confirmed the reported issue. Evaluation revealed that pt access panel side a, zipper slider body is open. Panel side b, zipper tape is frayed seven inches. Window side c, insert pin is missing., panel side d, has two vinyl tears. (B)(4).